Event description:
Additional information indicated the cause of issue was due to patient did not know how to operate the device. Patient stated she called and a company representative walked her through it. It was also reported that the loss of stim had not been resolved. She was still having problems with the device. She was still unable to change program and she felt too embarrass to call again. The first unit she had, she could change the program and this one she could not seem to operate. She was very disappointed in it.

Event description:
A patient reported they do not feel stimulation and the therapy is on. Trouble shooting was not possible as the patient did not have access to the product. The patient stated she was feeling stimulation. She changed to a new program on (B)(6), program 2. She increased up to 4.6 and she cannot feel stimulation. The patient stated the loss of stimulation following a change to a new program was sudden. The patient called back on (B)(6) and confirmed stimulation is on using the patient programmer. The stimulation was on 4.6 v and the patient stated she does not feel stimulation. The patient increased to 5.3 v and the patient stated she feels a little stimulation. The patient noted she has an appointment with her healthcare professional (hcp) in about a week or so. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.